Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bullectomy pleurectomy video assisted thoracoscopy flexible bronchoscopy surgery, the device did not fire any staples at all. They opened a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bullectomy pleurectomy video assisted thoracoscopy flexible bronchoscopy surgery, the stapler misfired while inside the patient. Replaced by another reload to complete the case. No patient injury.